Event description:
Primary stability and osseointegration achieved. Immediate implantation, bone resorption, peri-implantitis, pain, numbness, swelling, inflammation. Dentist is not sure about cause of implant loss. 2 other implants were placed at the same time and are successful.